Event description:
Patient presented with bradycardia and had a pacemaker implanted. A physician's assistant at the hospital noted that she wondered if the bradycardia was related to vns. The patient's physicians were not sure what the cause of the bradycardia was. Device diagnostics were noted to show no anomalies. No other relevant information has been received to date.

Event description:
It was noted that the patient's appointment with the neurologist was cancelled due to hospitalization. The reason for the hospitalization was not confirmed. It was noted that after the pacemaker was implanted, the patient's magnet mode and autostimulation mode were programmed off. No other relevant information has been received to date.